Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer was able to clear the alarm. The pump error reoccurred and error table indicated the pump should be replaced. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Customer returned insulin pump for an alleged pump error 24 found on (B)(6) 2022. Insulin pump passed displacement test, active current test, and sleep current test. However, the pump failed the self test due to pump error 63. Pump successfully downloaded to thus. Pump error 63 variable 3 was noted in the history download on (B)(6) 2022 at 16:26:07.000 due to a broken keypad assembly . Pump error 24 was found on (B)(6) 2022 at 22:48:00.000 due to moisture damage. The pump was cut open to perform visual inspection and found moisture damage on the motor and harness assembly vibrator. Test p-cap locked into the reservoir tube successfully. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, keypad overlay peeling, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage (faded), and end cap address label missing. Pump error 24 was confirmed due to moisture damage. Pump error 63 variable 3 was confirmed due to a broken keypad assembly chip. Exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.